Event description:
Customer reported an issue with the speaker or vibrate function of the pump, as the speaker was not audible. Blood glucose level was affected, with one instance reported as "high" and another as low 36 mg/dl. The customer managed these issues with a correction injection of insulin and by consuming carbohydrates, respectively. Technical support guided the customer in adjusting settings and confirmed the pump's operation was as intended. The customer was advised on restoring original settings and was able to resume insulin therapy.